Event description:
The pt was implanted with the syncardia temporary total artificial heart (tah-t) at (B)(6), on (B)(6) 2011. He was subsequently switched to a freedom portable driver and discharged to home. The customer reported that on (B)(6) 2012, hospital staff observed that the spring in the quick connector of the tah-t left cannula was dislodged/displaced. The dislodged spring had no impact on the pt. The quick connector was replaced by hospital staff. The quick connector with the dislodged spring will not be returned to syncardia for evaluation, because this failure mode has been previously investigated.

Manufacturer narrative:
Clinicians are trained to thread a wire tie through the thumb release tab of quick connectors to prevent inadvertent disconnection of the cannulae to the drivelines. It is possible that when the wire tie was threaded through the connector, it dislodged the spring, which became lodged beneath the thumb release tab. Appropriate hospital personnel will be re-trained to avoid spring displacement by not forcing the wire ties into the quick connectors. There was no pt impact. The pt is still implanted with the tah-t, and there have not been any additional reports regarding quick connector spring displacement. This alleged failure mode poses a low risk to the pt, because it does not prevent the tah-t system from performing its life-sustaining functions. While it can be difficult to depress the push button to release the quick connectors when the spring is not seated correctly, it is possible to disconnect them by using additional force. Syncardia has completed its evaluation of this complaint and is closing this file.